Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient called to report the patient¿s heart rate went out of sync and received a shock therapy from the implantable cardioverter defibrillator (ICD) which resolved the rhythm. The patient was concern with post sinus rate and having to go on dialysis. A follow up with the patient¿s healthcare provider yielded that the patient has not seen the physician and has not notified them of the event. The physician¿s clinic will reach out to the patient to have a device check; no further information is available on the patient¿s condition. The ICD remains in use. No further patient complications have been reported as a result of this event.